Event description:
A customer contacted beckman coulter regarding falsely negative (-) urine test results from the icon 25 hcg test kit. The customer indicated that a patient tested positive (+) with home pregnancy test. The patient's urine sample was tested with the icon 25 hcg test kit twice and both results were negative (-). The customer indicated that the same urine sample was tested by a quantitive method and the result was 72 mlu/ml. No additional information regarding this event was provided. No injury related to this event has been reported.